Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up with a device exhibiting post- paced t-wave oversensing on the ventricular lead. The device was reprogrammed. No further issues were reported.